Manufacturer narrative:
Service was not dispatched to the site to address this issue. This event was believed to be sample specific as there were no questionable hdlx results on other patient samples during this timeframe. The customer discarded the sample so interference testing of the sample could not be conducted by beckman coulter inc. An exact root cause was not identified.

Event description:
A customer reported that on (B)(6) 2011 erroneously low hdlx (high density lipoprotein user-defined chemistry) results were generated from a unicel dxc 800 synchron system for one patient sample. The initial test was performed on an undiluted sample and recovered low. The sample was subsequently repeated twice on a different instrument. The first repeat result was performed on an undiluted sample and was also regarded as low. The second repeat result was performed on a diluted (1:2 dilution factor) sample. This result was significantly higher, regarded as valid, and reported outside of the laboratory. Collectively the initial and repeat results were outside the precision claims of the assay. The low hdlx results were not reported outside of the laboratory and hence no death, serious injury or modification to patient treatment were associated or attributed to this event. The customer did not regard any other hdlx result as questionable. Patient specific information, instrument system information and sample collection/handling information were not provided by the customer.